Event description:
The customer reported during phacoemulsification a thermal injury occured. The incision was 2.2mm with a 0.9mm 45 kelman degree tip used. The event occurred during sculpting. There was a tightness noted at the corneal incision after the thermal injury. The wound was closed with 10-0 nylon sutures with astigmatism noted. The customer stated the outcome of the event was poor and the prognosis of the pt is good.

Manufacturer narrative:
The company service rep had checked the system in april and found the system met all product specifications. The customer stated the system was used by another surgeon after this event and no problems noted. The incision was 2.2mm with a 0.9mm 45 kelman degree tip used. This incision size is recommended for this tip per the directions for use. Service was not requested after this event reported. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, november 1996, vol 25, no 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer.